Event description:
It was reported that the physician revised the device in (B)(6) 2013 due to it sitting on a nerve. In (B)(6) 2013 the physician revised the device again. The patient reported heart rate issues. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445, implantable pacing lead, (B)(6) 2006; 407452, implantable pacing lead, (B)(6) 2006. (B)(4).